Event description:
The caller stated that the tube disconnected from the flange. The ventilator low alarm sounded since the ventilator could not deliver the volumes. There was no drop in spo2 and no harm to pt. The caller stated that he thought the tracheostomy tube was placed in the pt and in mid may and changed in mid june. The pt was re cannulated with another 8perc.

Manufacturer narrative:
The lot number is unk therefore, the date of MFR can not be determined. The sample associated to this report is currently in transit to the mfg site for investigation. If significant info is identified from the investigation, a summary of the findings will be provided in a supplemental report. See scanned page.